Event description:
It was reported that the patient presented in clinic due to the right ventricular (rv) lead perforating the endocardium. The perforation led to high capture thresholds and under-sensing. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were cardiac perforation, ¿high capture threshold¿ and undersensing. As received, a complete lead was returned in one piece. The reported events of ¿high capture threshold¿ and undersensing were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Analysis was normal. No anomalies were found.